Event description:
It was reported that the external pulse generator (epg) displayed an error code. The external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) displayed an error code. The printed circuit board (pcb) was found to be broken. It was also determined at analysis that the hanger assembly is worn, and the lower case is broken. Errors were found in log files. The device battery voltage was low. The incoming test could not be performed. The epg was decommissioned. If information is provided in the future, a supplemental report will be issued.